Event description:
It was reported that the esprit btk shaft broke into two pieces during scaffold preparation upon removal of the yellow sheath. The procedure was not continued and the vessel was not treated. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.